Manufacturer narrative:
(B)(4).

Event description:
It was reported that during procedure of an ICD upgrade, insulation breach was observed on the rv ICD lead. Physician elected to not implant a new lead due to patient's age. Physician sealed the breach with adhesive and tied an extra suture sleeve over the lead to keep it straight. High voltage lead impedance measured stable and sync shock delivered at end of case. Patient is stable.